Event description:
Rn reported a home pt (hp) with peritonitis. While the hp was at the dialysis facility receiving antibiotic therapy, a leak was noted in the transfer set tubing. The antibiotics the hp received intraperitoneally are as follows: loading dose: vancomycin 2500mg and tobramycin 130mg. In addition, the hp received vancomycin 500mg daily and tobramycin 100mg daily for 3 days. The pt has fully recovered.